Event description:
The user facility reported a 73-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. A small dissection was noted on x-ray at the impella cp inserted femoral artery. Staff is not sure when it happened and not sure what caused it. While still in case patient began to decompensate and sadly despite maximal effort and after significant advanced cardiovascular life support (acls), patient passed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported vascular damage to the peripheral vessel has been completed since the original report was filed. No product was returned for investigation. It was noted that the patient had pad/pvd and was coding during access. The root cause of the vascular damage issue was most likely patient condition related. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02968 was provided.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.